Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The customer confirmed the insulin pump stopped alarming, but was concerned. The customer stated she went hiking, ate and then insulin pump alarmed button error. The customer's blood glucose was 232mg/dl. Advised the customer the insulin pump will need to be replaced, to discontinue the use of the pump and revert to backup plan.

Manufacturer narrative:
(B)(4)

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The customer confirmed the insulin pump stopped alarming, but was concerned. The customer stated she went hiking, ate and then insulin pump alarmed button error. The customer's blood glucose was 232mg/dl. Advised the customer the insulin pump will need to be replaced, to discontinue the use of the pump and revert to backup plan.